Event description:
Initial injection was done in the proximal left common carotid artery. Injection dissection of the left common carotid artery is identified. This is felt to be a catheter-related dissection. Dissection produces moderate narrowing of approx 6cm length of the distal two-thirds of the left common carotid artery. Dissection occurred during the pressure injection of contrast and constrast was seen in the subintimal portion of the wall of the left common carotid artery. H1 catheter was removed and exchanged for a dav catheter.